Event description:
Complaint came in on medwatch from uf importer report (B)(4). Pt came to the cath lab for the surgeon to attempt access to an occluded arteriovenous (av) fistula. During the procedure, the surgeon was unable to remove the 0.018 guide wire from the occluded graft site. The guide wire broke off and the pt was taken to the or to have the guide wire tip removed and a thrombectomy. Add'l info: av fistula was placed in 2002. Pt came to the emergency dept with significant hemorrhaging of the left forearm av fistula. The guidewire from the microculture access kit was supposed to open the occluded area in the av fistula.

Manufacturer narrative:
Lot history record review: the receiving lot history records were reviewed for any abnormalities, which may have contributed to the complaint. Nothing known to have contributed to the complaint was observed. The lot passed all specs prior to release. The guidewire was manufactured at hawk. Hawk has been notified of this complaint. Review of returned sample: the complaint sample is not available for eval. Conclusion: the complaint investigation is inconclusive. The complaint sample was not returned for eval. Without the actual complaint sample, angiodynamics is unable to conduct a thorough investigation. The exact cause of the complaint is unk. It is possible the complaint was caused due to the tortuous anatomy and the large amount to torque applied to the wire during its use. A review of the mfg, inspecting and packaging records indicated the reported lot was manufactured and released to spec. The instruction for use states: advance a 0.018-inch guidewire through the 21ga. Needle. Withdraw the entry needle while leaving the guidewire in place. Advance the micro access set over the 0.018-inch guidewire. Remove the inner dilator and 0.018 inch guidewire from the micro access set. Advance up to a 0.038-inch guidewire or catheter through the outer dilator. This type of complaint will continue to be monitored for trends. No further action required at this time. Frequency has increased but the severity of the event is not greater than usual.